Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's device was struck by lightening and, since that time, the patient experienced increased pain. No further details were provided at the time of this report. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available. See also manufacturer report # 3004209178-2011-04588.